Event description:
The customer reported that the insulin pump was not giving him insulin and he was experiencing high blood glucose. The blood glucose reading was 499mg/dl, but he does not want to treat as he was worried to have lows. Recommended the customer to revert to back up plan. Offered to replace the device, but he declined. Then the customer called back and stated that the insulin pump was not working with the sensor and his glucose level kept getting higher. Advised to check the reservoir and she confirmed that the reservoir was showing more insulin than what it shown on the status screen. Performed the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.